Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he wanted to check his insulin pump. His blood glucose at time of call was 91 mg/dl however, he had recent low blood glucose of 28 mg/dl. Troubleshooting found that the customer's drive support cap was normal and that there were no air bubbles in reservoir and that customer was priming properly. Customer was advised to monitor his insulin pump and call back if any more or other issues.